Event description:
The customer reported an error with the footswitch on the system. Also, the unit takes three times to fully boot up. No pt injury.

Manufacturer narrative:
The service rep found the sbc to be faulty. Customer requested a second opinion be given and will call back. He completed the single board computer upgrade and replaced x-ray controller with generator interface pcb. Problems encountered while loading software. Replaced hard drive, system working normally.